Event description:
The customer reported the system displayed a filament regulator error message during a case with pt involvement therefore, the result of this situation may have been an accidental radiation occurrence to the pt. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.